Event description:
A report was received that the patient had been experiencing fever, infection and pneumonia since being implanted. The physician has prescribed the patient steroid injections. The physician does not believe that the patient's symptoms are device related.

Event description:
A report was received that the patient had been experiencing fever, infection and pnemonia since being implanted. The physician has prescribed the patient steroid injections. The physician does not believe that the patient's symptoms are device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#:(B)(4), model description:artisan surgical lead with platnalock technology - 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that patient's reported symptoms were related to a non device related oral infection. The patient has since had oral surgery and is doing well.